Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the operating room for generator explant. Prior to procedure, an x-ray was performed, externalized conductor was observed on the lead. The lead was capped and replaced successfully. The patient¿s status was stable.